Manufacturer narrative:
A correlation between the device and the reported pump thrombus infection could not be conclusively determined. Device thrombosis, hemolysis, and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced patient expiration was reported under medwatch MFR report# 2916-2016-xxxx. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received a pump exchange on (B)(6) 2015 due to pump thrombus infection. This event was previously unreported by the implanting center. The patient had exhibited pulmonary edema and elevated lactate dehydrogenase. According to the surgeon, the device will not be returned for evaluation. The patient subsequently expired on (B)(6) 2016.